Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months prior, the patient experienced cardiac arrest after their cardiac resynchronization therapy defibrillator (crt-d) "stopped functioning." It was noted the patient was treated by a physician and the crt-d remains in use. Follow-up was requested, however, no additional details pertaining the event are available at this time. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.